Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw was damaged, misaligned and not articulating. No further information provided at this time. The user completed the procedure with no other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.031¿ offset at the tips. This confirms the customer reported issue. Additionally, further inspection identified a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out effecting the grip's ability to open and close as expected. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. Investigation confirmed that the grips did not open and close properly. No signs of thermal damage were observed. Signs of corrosion were also found on the instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. These additional observations are unrelated to the primary failure.